Event description:
It was reported that when the patient presented to the emergency room with presyncope, loss of ventricular capture and high lead impedance on the rv lead was observed. Lead was capped and replaced on (B)(6) 2017. The patient was stable following the procedure and all symptoms were resolved.

Manufacturer narrative:
Correction: additional information received notes that the lead should not have been submitted as a medical device report (MDR) as the complaint was erroneously reported on the wrong product. The complaint has been reported on right lead in 2938836-2017-29001. Please retract this report, manufacturer report number - 2938836-2017-24999.